Manufacturer narrative:
The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the balloon being used without proper sterilization could not be identified. Additionally, the root cause of the customer not receiving instruction on how to sterilize the device could not be identified. The event can be prevented by following the instructions for use which state: ¿sterilize the sterilizer with ethylene oxide gas before use. Refer to the instruction manual of the ethylene oxide gas sterilizer for the sterilization method.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The serial number has not been provided. The subject device has not been returned to olympus for evaluation. The investigation is ongoing. And a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported, the customer did not read the sterilization instructions. And the balloon may not have been sterilized as the customer claimed. No instruction was received to sterilize the device. There was no harm or user injury reported due to the event. Patient identifier (B)(6) captures a related event.